Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and contamination was observed in the force sensor assembly. During testing the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. During testing the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the above issues, the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned to animas and was investigated by product analysis on (B)(6) 2013. Investigation found that the force sensor was out of calibration, the keypad buttons were intermittently responding, and the display screen was discolored. This report is made based on the results of investigation.